Manufacturer narrative:
Correction: h1 for "serious injury" should have been selected.

Event description:
New information received notes oversensing was noted on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2021 during a generator change out and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that noise reversions and true noise was observed on the right ventricular lead. The noise was not reproducible. Programming changes to sensitivity were made. The lead was to be monitored. The patient was stable.